Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced placement difficulty when attempting to place a low-voltage lead and repositioning was attempted. The lead was not used. No patient complications have been reported as a result of this event.